Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. It was reported by the affiliate the safety shield activated too quickly and the blade would not appear. Another 355ld was opened to complete the case.

Manufacturer narrative:
Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The devices were examined and would not arm as received. The obturators handle weld were measured and found to be skewed. The obturator handle is welded during the assembly process.